Manufacturer narrative:
It was reported that a female patient underwent an afib ¿ paroxysmal ablation procedure with a thermocool® smart touch¿ electrophysiology catheter and the patient suffered cardiac tamponade requiring pericardiocentesis. The patient developed a pericardial effusion. A pericardiocentesis was performed in which approx. 25cc was removed from the pericardial space. The patient was stable and the procedure was continued and subsequently completed. The physician¿s opinion on the cause of the adverse event is the transeptal needle puncture, it just wasn¿t noticed initially as it was a very small effusion. The patient was tapped for medical intervention and only about 25 cc were removed, then the case was continued with the patient in stable condition. The outcome of the adverse event was reported as fully recovered (no residual effects). Device evaluation details: the device was returned to biosense webster inc. (Bwi) for evaluation and the evaluation has been completed. Bwi conducted a visual inspection and an evaluation of all features of the catheter. Visual analysis of the returned product revealed that no damage or anomalies were observed on the thermocool® smart touch¿ electrophysiology catheter. Per the event, several tests were performed. The magnetic, temperature, and force features were tested, and no issues were observed. In addition, the product was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. All devices are manufactured, inspected, and released to approved specifications as part of bwi's quality process. No malfunction was observed during the product analysis. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
Device investigation details: on (B)(6) 2021, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref.: # (B)(4).

Event description:
It was reported that a female patient underwent an afib-paroxysmalablation procedure with a thermocool® smart touch¿ electrophysiology catheter and the patient suffered cardiac tamponade requiring pericardiocentesis. It was reported that when the initial thermocool® smart touch¿ electrophysiology catheter was removed from the packaging it was found to have a bent tip. The catheter was not inserted into the patient. The thermocool® smart touch¿ electrophysiology catheter was replaced and the procedure was continued. The damage did not result in wires being exposed. The damage did not result in any lifted or sharp rings. The issue was found a little proximal to the proximal electrodes, looked bent like a fixed curve catheter. The catheter looked pre-shaped but it was not supposed to be. No sheath was used yet as this is how the catheter looked out of the packaging. This issue was assessed as not MDR reportable since the potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. Later in the procedure, the patient developed a pericardial effusion. A pericardiocentesis was performed in which approx. 25cc was removed from the pericardial space. The patient was stable and the procedure was continued and subsequently completed. Additional information was later received indicating the adverse event was discovered by the fellow looking on intracardiac echocardiography (ice) as we were ablating the right side veins of the left atrium. The physician¿s opinion on the cause of the adverse event is the transeptal needle puncture, it just wasn¿t noticed initially as it was a very small effusion. The patient was tapped for medical intervention and only about 25 cc were removed, then the case was continued with the patient in stable condition. The outcome of the adverse event was reported as fully recovered (no residual effects). The patient did not require extended hospitalization due to the adverse event. The transseptal puncture was performed using a heart span needle. There was no evidence of steam pop. A smartablate¿ system rf generator was used during the procedure and the correct catheter settings were selected on the smartablate¿ system rf generator. Irrigated catheter was used in the event, the flow was set according to instructions for use (IFU) for thermocool® smart touch¿ electrophysiology catheters. The pump was not switching from ¿low¿ to ¿high¿ flow during ablation. No error messages observed on biosense webster equipment during the procedure. Visitag module was used, parameters for stability used were range: 2.5 mm, time 3 seconds, force over time (fot) 25% 3 grams and tag size of 2mm. Additional filter used with the visitag was respiration. Color options were used prospectively: impedance from 5 ohms to 10 ohms.